Event description:
The hospital reported that a pt restrained with the m8123 was able to free himself. The pt and staff member was injured while trying to restrain the pt.

Manufacturer narrative:
Deroyal: the reported sample was not returned to deroyal for the investigation. There have been no material changes. The root cause could not be determined based on the info provided. This incident is a possible end user error as the IFU states to secure excess strap away from the pt's reach.